Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain, hardness, loss of sensation, lumps, breast cancer, nonspecific autoimmune disease, anxiety, stress, pain and suffering, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breastfeed, and arm/neck pain.